Event description:
Facility staff reported the operator discontinued treatment w/o performing rinseback three routine hemodialysis treatments between (B)(6) 2011, resulting in an estimated blood loss of 190cc for each treatment. The pt had been on epogen hold and the dose was increased to 2000 units monthly after the first blood loss on (B)(6) 2011. The pt rec'd an add'l dose of 2000 units epogen after the blood loss occurred on (B)(6) 2011. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss events are attributed to discontinuing the dialysis treatment w/o performing rinseback of the pt's blood. The first blood loss occurred as a result of clotting in the blood circuit which precluded return of the pt's blood. The operator discontinued two add'l treatments w/o performing rinseback due to reported fluid leaks. Device labeling include warnings regarding the risk of clotting and also during treatment and discontinue treatment and rinseback the pt's blood if a leak is observed unless otherwise directed by facility policy. There have been no other similar leaks reported for this lot of cartridges. Nxstage medical considers this report closed. No add'l info will be provided.